Event description:
While nurse was attempting to break an icepack the contents of the icepack exploded and into nurses eyes.======================manufacturer response for icepack, instant cold pack (per site reporter).======================they are going to look into it. Could have been improper usage.what was the original intended procedure?ice needed for a patient.device #1is this a laboratory device or laboratory test?no.